Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings:a review of the pump¿s black box history showed that a low battery warning was recorded on 06/23/2014 which was followed by evidence of a partially discharged battery being installed during a battery change. During testing, the pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no intermittent connections or moisture damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.